Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(4) clinical study. It was reported that during a coronary artery stenting treatment procedure, vessel dissection occurred. In (B)(6) 2010, the patient presented with shortness of breath and heart failure. The patient was diagnosed with non q wave non st elevation myocardial infarction (killip classification: iii) and cardiac catheterization was recommended. The 1st target lesion was located in the 2nd obtuse marginal branch (om2) with 100% stenosis and was 30mm long with a reference vessel diameter of 2.50mm. The physician treated the lesion with pre-dilation and placement of a 2.50x32mm taxus liberte stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was located in the mid right coronary artery (mid rca) with 95% stenosis and was 36mm long with a reference vessel diameter of 3.50mm. The physician treated the lesion with pre-dilation and placement of a 3.50x18mm promus stent proximally, followed by a 3.50x38mm taxus liberte stent distally. These two stents did not overlap. Residual stenosis was 0% following post-dilation. During the procedure, a non-target lesion in the 1st obtuse marginal branch (om1) was also treated with placement of a 2.50x16mm promus stent. The patient was discharged on aspirin and prasugrel. One week later, the patient returned to the cath lab for a staged procedure. At this time the patient was taking aspirin and study medication. The 3rd target lesion was located in the proximal left anterior descending artery (prox lad) with 70% stenosis and was 30mm long with a reference vessel diameter of 3.50mm. The physician treated the lesion with direct placement of a 3.50x32mm taxus liberte stent with 0% residual stenosis. After the staged procedure, the patient developed chest pain. Coronary angiography revealed 90% occlusion in the left and right superior femoral artery (sfa). This was treated with angioplasty using a 6x100mm sterling balloon resulting in recoil and dissection, which was treated with a 7x150mm non-bsc balloon, with 25% residual stenosis. Coronary angiography of the rca was initiated using a 6 french jr 4 runway guide catheter. This resulted in a dissection in the distal rca, which was treated with placement of a 3.00x23mm promus stent, with 0% residual stenosis. The event was considered as resolved without residual effects and the patient was discharged on aspirin and prasugrel.